Event description:
It was reported that during a lavh procedure, the device tissue pad fell off. The pad fell on the floor of the or. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 3/20/2009. Info anticipated, but unavailable at this time.